Event description:
The following information was provided: revised a right hip due to screws being too long and impinging on a nerve. He removed all four of the original osteolock screws used on the augment and replaced with one 20mm screw. They opened two of the 20mm screws but ended up using only one of them as the second one didn't get a good bite with the bone. It was unknown which one of the two screws was used and not used.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.